Event description:
According to the additional information available, the residue was on the outside of the bulb only. The residue was wiped off and the device was implanted without concern.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, prior to use, the device appeared to have a residue on the outside of the pump.